Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was confirmed. The evaluation confirmed the monitor would not power on due to the capacitor on the computer/analog pca being shorted, causing faults. The monitor will be removed from service due to contamination found on the c/a board. The root cause for the shorted capacitor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.